Event description:
Five cases where the catheter disconnects unexplainedly causing the IV fluid to leak out of the patient. Experienced nurses have noticed that the tip of the catheter is difficult to screw onto the needleless connector and therefore onto the IV extension and tubing.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.